Manufacturer narrative:
The insulin pump alarmed failed battery test after battery insertion due to faulty battery tube. Unable to test for motor error alarm, low battery alarm, off no power alarm, excessive no delivery alarm and max delivery alarm due to failed battery test alarm. No blank display noted. The motor passed the motor test. The device also had a scratched display window, cracked belt clip slot and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had been turning off at night and the customer has had to use 7 or 8 batteries. The blood glucose at the time of the incident was 174 mg/dl. The alarm history was checked and found multiple failed battery test alarms, two motor error alarms, a no delivery alarm and a delivery max alarm. Troubleshooting was not able to resolve the issue. The device was returned for analysis.